Event description:
Biotronik ICD had premature battery depletion and remote transmission received that eri (elective replacement indicator) tripped. Pt was seen in clinic (four days later) along with biotronik rep and complete data download was sent to biotronik. Tech services indicated plenty of battery reserve. Gen change scheduled for (approximately a week later) (md out of office that week). Remote transmission received four days after clinic visit, indicated the device reached eol. Family reported the patient expired the following day. It is not clear if the device failed to function; family did not give permission for biotronik to retrieve the device to send back for complete analysis. Pt did have extensive co-morbidities. The patient died one day after the device reported eol. The data show a precipitous decline in battery life (over a four-day period) despite earlier information from biotronik tech services that there was plenty of reserve.